Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discrepant negative dat results for one patient sample. The assignable cause could not be determined. No general product failure is identified. It is understood that a dat positive result was reported to the physician. No biased results were reported. The patient was not harmed.

Event description:
On 26 april 2022, a customer contacted orthocare after obtaining what was described as a discrepant negative reaction in direct antiglobulin test (dat) for one patient using ortho mts anti-igg-c3d polyspecific gel card in conjunction with their ortho vision ID mts analyser. Complainant/complaint reporter: (B)(6) - medical technologist. Date of event: (B)(6) 2022. Reported on: 26 april 2022 by (B)(6) to the orthocare helpdesk. Reagent: ortho mts anti-igg-c3d polyspecific gel card lot 112921005-01, expiry date 13 september 2022, manufactured 13 december 2021. Patient information: not provided. The customer reported that, on (B)(6) 2022, they had tested a patient sample for direct antiglobulin test (dat) using ortho mts anti-igg-c3d polyspecific gel card in conjunction with their ortho vision ID mts analyser, and that they had obtained a negative dat result with the mts anti-igg well. The customer reported that on the same day, they had retested the same patient sample for dat using alternative commercially available methods: competitor's product via tube method obtained a 4+ reaction. A second competitor's product via tube method obtained a 3+ reaction. It is understood that the customer reported a dat positive result to the physician. No biased results were reported. The customer reported that the patient had not been harmed as a result of the reported event.